Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. The scs lead was not in the proper location to provide coverage of the patient's pain pattern. The lead was replaced with a new one. Additionally, during the procedure the physician decided to electively replace the patient's scs ipg. There was no known alleged deficiency with the ipg. The issue was resolved.